Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs lead had high impedance on all but 4 contacts. Multiple reprogramming attempts by company representative were not able to solve the issue. As a result, a surgical procedure may be pending to address the issue.